Manufacturer narrative:
Continuation of d11: product ID: 3560022; product type: extension; product ID: 978a133; lot#: va27ymm; implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there must have been migration of either of the lead and/or percutaneous extension, because it was not right in the pocket as it was when it was closed. Therefore, the physician had to reach in to find the extension.

Manufacturer narrative:
H3: analysis of the lead (lot #va27ymm) revealed no anomaly. H3: analysis of the extension (lot #va276gn) revealed no significant anomaly. The body of the stim extension was cut through/segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3560030, lot#: va276gn, product type: extension. Product ID: 978a133 lot#: va27ymm, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the new lead had been implanted on (B)(6) 2020 and the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 978a133, lot# va27ymm, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient undergoing an advanced evaluation trial that started (B)(6) 2020. It was reported that the patient noticed a change in trial improvement on sunday (B)(6) 2020. On (B)(6) 2020 after opening the pocket, the doctor fished around for the extension connection and the lead came out easily. The patient was scheduled for full implant on (B)(6) 2020 to replace the lead and insert the ins. There were no patient complications reported as a result of this event.